Event description:
Miniloc huber needle used to access patient's pac (pulmonary artery catheter) line would leak at the right angle of huber needle when normal pressure was exerted to flush the line with 0.9ns.